Event description:
Per dealer, the concentrator is alarming and has severe dust on the outside of the covers. All units are being returned and new units sent out per (B)(4), and call tags should be issued.